Event description:
Berlin heart gmbh clinical affairs was informed by the clinic that a patient had an ischemic stroke on (B)(6) 2023. The cannula washout was done and the connector set was exchanged due to fibrin deposits at the same day. CT scan result showed acute and subacute r) infarctions, some residual lll weakness. After reviewing the information related to this ae, it was decided to report on 01/29/2024.

Manufacturer narrative:
The cannula (lot no. 00102986) was in use on the patient from (B)(6) 2022 until the time of the event on 2023-09-22 (396 days). We have reviewed the production records of the excor aterial cannula lot no. 00102986. This product was produced according to our specification.